Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance iwth 21 cfr 803.65 when additional reprotable informaiton becomes available. Addition informaiton has been requested. (B)(4).

Event description:
A center director reported patient with transient light sensitivity syndrome/photophobia at lasik three month post-operative visit. Reporter noted that the patient commented about having ;halos". Additional information indicated patient's topical steroid dosage was increased. Additional information has been requested. This report reference the left eye.